Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a hospitalization for blood glucose of 37.5 mmol with unspecified positive ketones and symptoms of confusion, shortness of breath, extreme thirst, symptoms of dehydration, nausea, blurred vision, and rapid deep breathing related to inaccurate insulin delivery. The reporter indicated that treatment was given via insulin injection and IV fluids. Full troubleshooting of the pump was unable to be completed for this issue. This report is made based on the allegation that the patient was hospitalized for hyperglycemia associated with an allegation that the pump was not delivering insulin appropriately.